Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was short and battery had to be changed often. During troubleshooting, it was found that insulin pump was in vibrate mode. It was also reported that customer received a button error alarm. After troubleshooting, customer was able to clear alarm. Customer was advised that battery cap would be replaced and to call when in receipt of battery cap. Customer's blood glucose was unknown.